Manufacturer narrative:
Evaluation of the customer issue included a review of: the complaint text, trend reports, complaint searches, service history, and product labeling. This complaint is associated with falsely decreased results generated on the architect (B)(4). There was no additional troubleshooting noted in the ticket. The customer stated they believe there may have been an obstructed sample probe that produced the falsely depressed results. A review of service history for the (B)(4) revealed no additional discrepant / erratic results nor were there any service or complaint issues that may have contributed to this issue. A review of complaints revealed no systemic issues or trends associated with erratic / discrepant results on architect (B)(4). A review of labeling provides adequate information with regard to maintenance, troubleshooting, and sample preparation / integrity to address the reported issue. A malfunction of the architect c4000 was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Event description:
The customer stated that the architect analyzer generated falsely decreased results on a patient. The results provided were: (B)(6) - sodium = <103 / repeat <103 / redrawn = 135.9meq/l; chloride = 67 / redraw = 101.2. There was no reported impact to patient management. There was no additional patient information provided.